Event description:
The customer reported that the device did not seal although activation tones were heard. There was bleeding but no transfusion was necessary.

Manufacturer narrative:
(B)(4). The sample has been requested but to dat the incident sample has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained a f/u report will be submitted.